Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 45 mg/dl. The customer stated they had a high blood glucose level during the night and may have over corrected it causing their blood glucose to go low. They treated the low blood glucose with food. The customer also reported that they had experienced low blood glucose levels of 30 mg/dl and 28 mg/dl. The customer¿s current blood glucose level was 229 mg/dl. The device will not be returned for analysis.